Manufacturer narrative:
Device evaluation: visual examination of the returned material revealed a dark fiber. A photograph provided with the sample clearly showed the debris of interest. The foreign material was sent for analysis by fourier transform infrared spectroscopy (ftir) and was identified as cellulose (e.g. Rayon, lint, cotton) by comparison. The fibrous substance in question ((B)(4)) found it in the ftir results is not possibly related to the manufacturing process. Our chemicals or device components are clear and white solids, therefore, it is unlikely that this particle came from the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. The lenses are 100% cleaned and inspected at 10x microscope magnification prior to release. Labeling review directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the material, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that when a surgeon opened the tyvek pouch of an intraocular lens, model zcb00v, a fibrous substance was observed inside the inner case. Therefore the surgeon did not use it. No patient contact reported. The operation was completed safely using another zcb00v. The device was returned to the manufacturer and upon receipt it was noted that a fiber on the optic could be seen. No further information was provided.